Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the customer was using the limit valve and overriding the adjust valve. The fsr advised the customer on this issue. The unit meets factory specifications.

Event description:
The customer reported that the unit shut down while in use on a patient. There was no patient compromise as the patient was placed on another ventiltator. The customer stated that the max paw alarm setting was set only 2cmh2o higher than the target mean airway pressure (map).